Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was inserted. During the procedure, a thrombosis was identified on the was. The 20mm watchman flx laa closure device was implanted, and the clot was attempted to be aspirated while removing the was. The clot was not identified following this intervention. A neurology check was performed on the patient, and no patient complications were noted. It was further reported the thrombus was mobile and was identified on the tip of the was via transesophageal echocardiography (tee) just before deployment of the closure device. The patient was discharged home the following day post procedure.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was inserted. During the procedure, a thrombosis was identified on the was. The 20mm watchman flx laa closure device was implanted, and the clot was attempted to be aspirated while removing the was. The clot was not identified following this intervention. A neurology check was performed on the patient, and no patient complications were noted.